Manufacturer narrative:
The returned tb-0535fc type s (serial no. (B)(4)) with the transducer td-tb400 (serial no. (B)(4)was evaluated for ¿unable to close the jaws by squeezing handle and the transducer was stuck in the handle¿ issue. The reported complaint was confirmed. Visual inspection performed on the device and found tissue build up on the jaw consistent with use. Teflon pad was inspected and found intact with no missing fragment. The probe was found misaligned however no thermal damage found. Probe check was performed and passed testing and both switches are functional. The handle was manipulated and the grasping section is unable to open. During tightening/loosening of the handpiece with the tb torque wrench, the rotation knob continue rotating and would not detached from the transducer. Rotation knob internal part appeared to be broken and this concludes that the handle is no longer functional and would not open or close the jaws. In summary, the likely cause of the reported issue and the internal damage on the rotation knob attributed to excessive force applied to the rotation knob during use. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the device: use the provided torque wrench and stabilizer for the connection and disconnection and be sure to follow the instructions given in this manual. If another tool, a hand, or excessive force is used for securing, incomplete connection or damage may result to the thunderbeat instrument or the transducer, resulting in the impossibility of disconnection. If proper connection is impossible, there may be a deformation such as crushing or bending in some parts. Inspect the instrument well and immediately stop using it if any irregularity is observed. If the rotation knob is not rotating freely upon attaching a transducer to the thunderbeat instrument, loosen the rotation knob once and rotate it again. Rotating the rotation knob with excessive force or putting the transducer in a slanted angle may damage the threads.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The manufacturer was informed that during an unspecified therapeutic procedure, the surgeon was unable to close the jaws by squeezing handle. The user tried to change the hand piece and the transducer was stuck in the handle. The intended procedure was completed with a new hand-piece device and new transducer. No patient injury reported.